Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild signs of crystal deposits on surface; the outer flow tubing open end is partially attached to cap, and exhibits minor scratch marks and partially erased red octagonal sign. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 91,153 joules of use and 13:19 minutes while using the surgical fiber during a prostate procedure, an error code 802 was received and the system was reset / rebooted. The fiber was replace and the procedure completed using a second surgical fiber. Patient outcome: "ok". There was no patient injury reported.